Manufacturer narrative:
The laser involved in the incident was returned for evaluation. The unit was tested at various power settings from 2 watts to 12 watts. All readings are within specification. The laser was fully functional tested and no out of specifications conditions or defects were noted. The unit functioned as intended. A review of the device history records was performed for serial no. (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. A review of the service order database for the reported serial no. Noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. Although the complaint is confirmed, a root cause cannot be determined. There were no reports of a laser malfunction during the procedure and the laser functioned as intended during functional testing. The user manual, which is supplied to the user with this unit contains warnings and statements stating that dvts are a known procedural complication. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
On (B)(6) 2015, a pt of unk age and gender presented for an evlt procedure. It was reported the patient experienced an ehit. An ehit is thrombus extending from the superficial venous system into the deep venous system at, or proximal to, a site of recent thermoablation. The ehit was classified as ehit1; close proximity to the junction. No anti-coagulant was prescribed. No hospitalization was required. There was no report of a device malfunction during the procedure, however as a precaution, the customer has requested the facility's unit be evaluated by the MFR. The unit has been returned to the MFR for evaluation. The associated single use laser fibers were disposed of by the user and are not available to be returned to the MFR.